Manufacturer narrative:
Sample 3: on (B)(6) 2025, the numerical result was 2.64 coi (reactive). The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv combi pt results for 1 patient on a cobas e 411 analyzer (rack system). 2 samples were obtained from the same patient. Sample 1: the initial result was 1.78 coi (reactive). The repeated result was 1.78 coi (reactive). The patient's hiv result using maglumi's test method was negative. Sample 2: on (B)(6) 2025, the initial result was 1.70 coi (reactive). On (B)(6) 2025, the result was 1.79 coi (reactive). The patient's hiv result using maglumi's test method was negative. Sample 3: on (B)(6) 2025, the patient's elecsys hiv combi result was reactive. The numerical result was not provided. This sample was not tested using maglumi's test method.